Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was determined to be caused by an incompatible configuration when updating the software version. The configuration was restored to the default settings to remedy the problem. Analysis for reports of this type has not identified an increase in trend.